Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-feb-06. It was reported that the patient needed additional physician locator listings. The patient's battery was reportedly getting low, and the patient needed assistance finding a healthcare provider. The patient reported being in a lot of pain, and it was confirmed that his pump was past the 7 year longevity. The patient reported that the pump was still working, and did not know if it had been replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing morphine and hydromorphone (doses and concentrations unknown). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient began hearing a single tone alarm on (B)(6) 2016. The patient noted that he had 30 days from when the alarm started before the pump needed to be refilled. The patient made his refill appointment for (B)(6) 2016, and thought that he had about two weeks before the pump would go empty. The patient's pump healthcare provider (hcp) was located in (B)(6), and the patient was unable to leave the USA to attend his refill due to a ticket. The patient was searching for a pump hcp in the USA to perform the refill, but was denied 5 times from several clinics. The patient was told that only the hcp that implanted the pump can manage it. The patient's primary hcp would not give him oral medications. It was noted that the patient did not have 2 legs, and had a suspended license, so he needed assistance getting to his appointments. The patient also had an l4 fusion. It was noted that if he did not get his medication, he wouldn't be able to urinate, his kidneys would back up, and his levels would goup. The patient needed to go to jail for 4 months, and needed his pump refilled prior to serving his time. The patient was to follow-up with a hcp to address the pump alarm, and continue to search for a hcp to fill the pump. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.